Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having high blood glucose between 400 mg/dl and 500 mg/dl and was not sure what was causing high blood glucose. Customer reported that changing infusion set would solve the problem, but issue would occur after the third day. Customer declined troubleshooting. Infusion set and reservoirs would be replaced.